Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent undersensing was noted on the stored electrograms resulting in possible false device classified termination of ongoing atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.